Event description:
Fire department personnel were treating a pt and attempted to deliver several defibrillation countershocks. Reportedly, a energy not delivered message was displayed. The pt was not resuscitated. The reporter stated that he was unsure as to whether the device had contributed to the pt's outcome.